Event description:
An implant card was received indicating a vns pt underwent total revision surgery due to a lead discontinuity and generator end of service. Follow up with the surgeon revealed that no discontinuities were observed during surgery. He indicated the neurologist had referred the pt for lead revision surgery due to high impedance. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.